Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer reported that upon removal, the pledget unraveled and pieces remained inside of her. Manual removal was successful and medical attention was not required. Consumer reported that she was satisfied and no further follow ups are tasked.